Manufacturer narrative:
The investigation is in progress. The device history (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A root cause has not been identified and will be reassessed upon completing the investigation. (B)(4).

Event description:
An optometrist reported a pt who was noted to have trace diffuse lamellar keratitis (dlk) which is being treated by increasing topical steroid drops, 1 day post lasik surgery. Additional info received states that the dlk symptoms have resolved and no further treatment is needed.